Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2012. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient did not present any problems or complications post-procedure or during any follow-up visits. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.